Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and also received the open book image on the insulin pump screen. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump alarmed a broken force sensor was detected during seating or regular delivery. Customer also stated that the insulin pump was not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to mold and corrosion on the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails has rubbed off and become illegible.